Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they could feel the cables(lead) under the skin. Note that the electrode was pressing on a thorn. The electrode was changed, which has restored integrity to the system. The issue has resolved. Additional information was received. Serial number of the ins confirmed, implant information asked but unknown. It was confirmed that the statement "the electrode was pressing on a thorn" meant the lead was pressing on the anatomical horns of the patient¿s spinal cord, confirmed by the doctor. It was confirmed that an electrode fracture was found, and the impedances were out of range. Per the doctor, the cause of the lead pressing on the thorn / being able to feel it under their skin was linked to the fact that the patient is very thin, so it rubbed all the more. Regarding lead disposition, it¿s still at the customers. Note that to remove it, the doctor had to cut it. A precious return date cannot be confirmed at this time. Information confirmed with physician/account.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#serial#: (B)(6), explanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 21-dec-2021, UDI#: (B)(4), g2. Foreign: france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial#: (B)(6), explanted: (B)(6) 2024, product type: lead. H3: the lead, model#: 977c165, serial#: (B)(6), was returned for product analysis. The returned lead was subjected to a series of standard tests that include, but is not limited to visual inspection and electrical testing. Analysis identified, that all conductors were broken, 10.2 cm from the distal end of the lead. All conductor circuits were found to be open. The braid was cut/broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.